Event description:
It was reported that the patients right ventricular (rv) lead was oversensing which resulted in an inappropriate therapy being delivered to the patient. The rv lead also exhibited high impedance and a lead fracture is suspected. The lead has been capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.